Event description:
Patient was undergoing coronary intervention using rotation artherectomy. The burr inadvertently perforated through the coronary artery. Full resuscitation efforts were undertaken. The patient was taken to the or where they expired.